Event description:
It was reported that during a routine clinic visit, externalized conductors were observed via x-ray. All electrical measurements were normal. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received indicated that the lead was explanted and replaced. The patient was fine during and after the procedure.

Manufacturer narrative:
A partial lead with the distal tip measuring 51.9cm was returned for analysis. Externalized conductors due to external insulation abrasion were noted at 10.0-13.9cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. External insulation abrasions were noted at 44.8-45.2cm, 45.6-45.9cm, and 47.1-47.6cm from the distal tip consistent with lead friction to the ICD can. The etfe coating was intact at these locations.